Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours the adhesive had folded and the pod was leaking. The patient experienced irritation at the infusion site. Once the pod was removed from the infusion site the needle was found to have not retracted upon initial deployment. The patients reported blood glucose levels were lower than 200 mg/dl. The pod will not be returned as it has been discarded.